Manufacturer narrative:
Analysis of case (B)(4) determined that there was an import failure. Changing the scanner mask settings allowed cranial to load from cds with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used outside a procedure. It was reported that the site was unable to load a cd in the cranial appliance but was able to load it in the ent appliance. There was no patient involvement.